Event description:
While surgeon was performing a laparoscopic procedure, a 45 white reload stapler was utilized and instrument misfired. Causing the surgeon to cauterize the staple line multiple times. Surgeon also mentioned this happened on 2 other occasions. Ethicon echelon endopath 45mm reload. Lot# 787c78 exp: [redacted date].